Manufacturer narrative:
(B)(4).

Event description:
According to the reporter the device burst at the beginning of the procedure. Another device was readily available and the procedure was completed with no further incidents. It was also reported that the patient did not experience and adverse event as a result of the device malfunction.